Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to a kidney infection. Customer reported that meter in the hospital and personal meter had a twenty point difference. Customer's blood glucose was 41 mg/dl, which was treated with bolus wizard. Customer's blood glucose elevated to 265 mg/dl and 269 mg/dl. Customer declined troubleshooting for low blood glucose.